Manufacturer narrative:
There was no product malfunction; the customer was needed assistance in gather information form the pic ix system. The rce assisted the biomed with searching in clinical audit trail log and gave steps on how to export the data to a usb media kit. The biomed would like to print off a one hour block from general review. The rce explained that they can only do a start and stop for about 12 minutes of ECG at a time, and that the will have to work their way backward 12 minutes at a time. We will consider that the customer resolved the issue using the information provided by the rce, and that the device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a patient died while hooked up to a philips piic ix system.